Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 123 mg/dl. The customer removed the cannula and no damage was observed. The customer reverted to using a non-tandem pump to manage diabetes and was to return to the tandem pump later in the week.